Manufacturer narrative:
The events of reason for reoperation: capsular contracture baker grade IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported capsular contracture baker grade IV and "patient must not live with fear a problem happens".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported right side, "seroma, pain and ¿lumps¿. Treatment of antibiotics and puncture to drain the liquid. Device remains implanted.